Event description:
During an atrial fibrillation procedure, the agilis sheath with the dilator was inserted into the patient's body using the non-abbott wire supplied with the non-abbott (boston scientific) farawave nav catheter, and resistance was noted in the blood vessel. Therefore, the agilis sheath along with the dilator was withdrawn completely from the patient. When checking the device, the tip of the dilator was found to be bent. When inserting the second agilis sheath into the patient's body, resistance was noted in the blood vessel again. When contrast imaging was performed through the agilis sheath flush port, dissection of the femoral vein was noted. The agilis sheath was left in place for hemostasis, and the replacement sheath was inserted through the contralateral femoral vein to perform the procedure. The procedure was completed with no further issues. After completion of the procedure, and removal of the agilis sheath, contrast imaging was performed again, and it was confirmed that there was no enlargement of the dissection or hematoma, so the patient was returned to recovery without intervention needed and has since been discharged. There were no alleged performance issues with any abbott devices. The physician commented that the non-abbott wire included with the non-abbott (boston scientific) farawavenav catheter was relatively soft and could not be firmly maintained, which may have resulted in pressure being applied toward the vessel wall during sheath insertion.

Manufacturer narrative:
Additional information: b5, g3, h2, h11.

Manufacturer narrative:
One 13f agilis sheath and dilator were received for investigation. The reported event of device damage was confirmed. The distal end of the dilator had been bent circumferentially. The damage dilator tip was not able to be replicated with dilators from current inventory. The reported event of guidewire insertion difficulty could not be confirmed. No resistance or other functional anomalies were noted during guidewire insertion through the dilator. The dilator distal tip inside measurement was consistent with manufacturing specifications. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the dilator damage and vascular dissection remains unknown.

Event description:
During an atrial fibrillation procedure, the sheath with the dilator was inserted into the patient¿s body using the wire supplied with farawave nav, and resistance was noted in the blood vessel. Therefore, the sheath along with the dilator was withdrawn completely from the patient. When checking the device, the tip of the dilator was found to be bent. When inserting the second agilis 13fr into the patient's body, resistance was noted in the blood vessel again. When contrast imaging was performed through the sheath¿s flush port, dissection of the femoral vein was noted. The agilis was left in place for hemostasis, and the replacement sheath was inserted through the contralateral femoral vein to perform the procedure. The procedure was completed with no further issues. After completion of the procedure, and removal of the sheath, contrast imaging was performed again, and it was confirmed that there was no enlargement of the dissection or hematoma, so the patient was returned to recovery without intervention needed and has since been discharged. There were no alleged performance issues with any abbott devices.